Event description:
It was reported there was difficult to remove. The carotid wallstent was used in a carotid artery stenting (cas) procedure. After deployment of the stent, the stent delivery system was difficult to remove as there was sever resistance felt. The stent delivery system was successfully removed, and the procedure was completed. There were no patient complications as a result of this event.

Event description:
It was reported there was difficult to remove. The carotid wallstent was used in a carotid artery stenting (cas) procedure. After deployment of the stent, the stent delivery system was difficult to remove as there was sever resistance felt. The stent delivery system was successfully removed, and the procedure was completed. There were no patient complications as a result of this event.